Manufacturer narrative:
Naviswiss reported three cases in one report. Naviswiss admits that at the time of reporting the event, it was not aware that a separate report was required for each event in a series of reportable MDR events, as required by the FDA guidance document "medical device reporting for manufacturers, guidance for industry and food and drug administration staff". The current report is intended to remedy the omission of not having submitted a separate MDR report for each event. Please refer to following new reports: MDR 3017123055-2024-00001, MDR 3017123055-2024-00002.

Event description:
Supplemental report for MDR 3017123055-2023-00001. Naviswiss reported three cases in one report. Naviswiss admits that at the time of reporting the event, it was not aware that a separate report was required for each event in a series of reportable MDR events, as required by the FDA guidance document "medical device reporting for manufacturers, guidance for industry and food and drug administration staff". The current report is intended to remedy the omission of not having submitted a separate MDR report for each event. Please refer to following new reports: MDR 3017123055-2024-00001, MDR 3017123055-2024-00002.